Event description:
It was reported there were indecipherable dual electrograms found on the remote pacemaker transmission. It was further noted the ventricular lead switched polarities due to high impedance. The device and lead remains in use. No patient complications were reportedas a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).